Event description:
It was reported in a general comment that the absolute pro self-expanding stent system (sess) felt different with the thumbwheel. The thumbwheel was noted harder to turn. The level of tortuosity was moderate in the superficial femoral artery (sfa). The stent was deployed but was noted as difficult. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The UDI number is not known as the catalogue number was not provided. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that interaction with the moderately tortuous anatomy prevented the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent, however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.